Event description:
It was reported that patient called about irregular heart rate and blood pressure for the past week. Patient wanted to know why device was not regulating properly. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.